Event description:
N/a.

Manufacturer narrative:
The equipment inspection by a getinge field service engineer (fse) found that the valve group hose was broken, so he cut off aged hose part and then air tightness, it was restored after re connection. The equipment returned to normal, and all performance tests were carried out on the equipment as required. The test results met the requirements and were delivered to the customer for use.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) hospital reported that the device prompted that the negative pressure was too low. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.